Event description:
Medics attended to a person complaining of chest pain. The patient went into cardiac arrest after their arrival. The device was connected to the patient and ECG analysis was attempted. A shock was advised after which the device allegedly lost power. Paramedics subsequently arrived and continued treatment of the patient using another device. The patient was not resuscitated.